Event description:
Patient has experienced glucose level greater than 400 mg/dl. Patient indicated the infusion set's cannula was damaged during rough play with children. The patient stated the cannula was bent and the pump did not detect the occlusion which contributed to the elevated glucose reading. Patient did not claim treatment by a second party was required.